Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on three patients. This MFR. Report addresses patient two (2) of three (3). The consumer performed additional testing with ihealth covid-19 rapid antigen test on (B)(6) 2022 that generated positive results. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test for multiple patients performed on (B)(6) 2022. This MFR. Report addresses patient two (2) of three (3). The consumer reported that her son received a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Additional testing was performed three (3) days later ((B)(6) 2022) using an unspecified ihealth test via an unknown sample type that generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 215568 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 215568 and device part number 195-430h / lot 213045. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 215568 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.